Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). Please see the updates in sections: g4, g7, h2 and h10. The OEM performed a review of the device history record (DHR) and found no anomalies during the manufacturing of the subject device and lot number.

Manufacturer narrative:
The clip was not be returned to the service center for evaluation. The exact cause of the reported event could not be determined. However, based on similar reported events related to the reported device, the operator¿s technique cannot be ruled out as a contributory factor. The instruction manual states ¿before use, prepare, and inspect the instrument as instructed below. Should the slightest irregularity be suspected, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, pose an infection control risk, cause tissue irritation, perforation, bleeding, or mucous membrane damage and may result in more severe equipment damage.¿

Event description:
The service center was informed that during a therapeutic colonoscopy procedure, after the nurse pulled back the yellow portion of device towards the handle, the clip extended and automatically detached itself from the coil sheath and fell into the patient with the spring attached to the clip arms. The arms of the released clip were noted to be open. The user facility reported that the distal portion of the clip¿s sheath was in the endoscopic view and the user had not pulled the sliding nod to release the clip. The open clip and its spring were retrieved using a roth net. The intended procedure was completed using another manufacturer's device. No other equipment was replaced during the procedure. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation findings. The device was received in its original package. A visual inspection was performed on the returned device and noted that the device clip was missing. The distal tip was checked and noted that the clip inside the device is detached. The clip pipe which is connected to the coil retainer was fully detached from the distal end. The clip was returned for evaluation. The outer tube sheath from the insertion portion was inspected and there is evidence of foreign material at the distal end. The slider was manipulated and the movement is consistent and smooth. The tube joint (yellow) was checked; no physical damages noted. Based on the evaluation the exact cause for the clip falling off the device could not be determined.